Event description:
The user received incorrect calcium results for 24 pt samples. After the initial results were generated, the user repeated the controls and noted there was a problem. The user then calibrated the assay, repeated the controls which were within range then repeated the samples. Of the data provided, 13 results were discrepant. All results are in mg per dl. Sample 1 initial result was 7.7, repeat result was 8.9. Sample 2 initial result was 7.5, repeat result was 8.4. Sample 3 initial result was 6.7, repeat result was 7.4. Sample 4 initial result was 7.0, repeat result was 7.8. Sample 5 initial result was 6.8, repeat result was 7.5. Sample 6 initial result was 7.3, repeat result was 8.0. Sample 7 initial result was 7.2, repeat result was 8.0. Sample 8 initial result was 7.7, repeat result was 8.7. Sample 9 initial result was 7.0, repeat result was 8.1. Sample 10 initial result was 6.8, repeat result was 7.8. Sample 11 initial result was 7.4, repeat result was 8.2. Sample 12 initial result was 7.5, repeat result was 8.2. Sample 13 initial result was 7.2, repeat result was 7.9. The user stated the results did get reported out, but no pt treatment was received due to the initial incorrect results.

Manufacturer narrative:
The field service representative determined there was a problem with the stirrer paddles and had the user clean them. To verify the analyzer performance he ran controls with results within range.